Manufacturer narrative:
Device evaluated by MFR: it was noticed that the device was separated when returned. The designed length of the comet wire is 185cm. The returned portion of the device measured 165cm which means that 20cm was not returned. The wire showed multiple bends and kinks throughout the shaft length. Bench testing could not be performed due to the damage of the device. A scanning electron microscopy (sem) was performed and identified that the fracture occurred at the beam locations. Mechanical damage/smearing was observed on the fracture surfaces and the laser cut surface. No other damage or irregularities were noticed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The separation complaint was confirmed.

Event description:
It was reported that guidewire detachment occurred. While advancing a comet pressure guidewire, the wire broke inside the patient. The procedure was completed without medical or surgical intervention. No patient complications were reported in relation to this event. It was further reported that fractional flow reserve (ffr) was performed on several vessels and the breaking occurred in the circumflex (cx) artery, without much manipulation (no excessive force, but after looping and when the wire then was to be removed). A 6 fr diagnostic catheter was used during the transradial procedure. The separation was noted to have occurred several cm proximal to the dark part of the comet wire. The comet was withdrawn together with the catheter, while using an anchoring balloon. No snaring was required and no part of the wire was left in the patient.

Event description:
It was reported that guide wire detachment occurred. While advancing a comet pressure guidewire, the wire broke inside the patient. The procedure was completed without medical or surgical intervention. No patient complications were reported in relation to this event.